Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-jan-2017: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and migration of implant occurred (seen as device dislocation). A surgery was performed to remove micro-inserts around 6 years and after insertion. The event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, the exact time point and mechanism of the event is unknown. Given the nature of the event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), pelvic pain ("pain"), back pain ("back pain"), hypoaesthesia ("numbness all over the body"), pruritus ("itchiness"), migraine ("migraines"), feeling abnormal ("brain fog"), burning sensation ("burning sensation"), teeth brittle ("brittle teeth"), weight increased ("weight gain"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, pelvic pain, back pain, hypoaesthesia, pruritus, migraine, feeling abnormal, burning sensation, teeth brittle, weight increased, fatigue and alopecia outcome was unknown. The reporter considered device dislocation, pelvic pain, back pain, hypoaesthesia, pruritus, migraine, feeling abnormal, burning sensation, teeth brittle, weight increased, fatigue and alopecia to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and migration of implant occurred (seen as device dislocation). A surgery was performed to remove micro-inserts around 6 years and after insertion. The event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of implant followed by surgery to essure removal. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in a female patient who had essure (batch no. 740668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine tenderness. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("it grossly appears that the coiled portions of the essure device of both of the devices that are inside the"), pelvic pain ("pain"), back pain ("back pain"), hypoaesthesia ("numbness all over the body"), pruritus ("itchiness"), migraine ("migraines"), feeling abnormal ("brain fog"), burning sensation ("burning sensation"), teeth brittle ("brittle teeth"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, pelvic pain, back pain, hypoaesthesia, pruritus, migraine, feeling abnormal, burning sensation, teeth brittle, weight increased, fatigue and alopecia outcome was unknown. The reporter considered alopecia, back pain, burning sensation, device dislocation, device expulsion, fatigue, feeling abnormal, hypoaesthesia, migraine, pelvic pain, pruritus, teeth brittle and weight increased to be related to essure. Lot number: 740668 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality-safety evaluation of product technical complaint. On 1-dec-2020: mr received. Reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in a female patient who had essure (batch no. 740668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine tenderness. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("it grossly appears that the coiled portions of the essure device of both of the devices that are inside the"), pelvic pain ("pain"), back pain ("back pain"), hypoaesthesia ("numbness all over the body"), pruritus ("itchiness"), migraine ("migraines"), feeling abnormal ("brain fog"), burning sensation ("burning sensation"), teeth brittle ("brittle teeth"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, pelvic pain, back pain, hypoaesthesia, pruritus, migraine, feeling abnormal, burning sensation, teeth brittle, weight increased, fatigue and alopecia outcome was unknown. The reporter considered alopecia, back pain, burning sensation, device dislocation, device expulsion, fatigue, feeling abnormal, hypoaesthesia, migraine, pelvic pain, pruritus, teeth brittle and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 24-nov-2020: mr received. Reporter information added. Concomitant drug added. Medical history added. Event: expulsion of device added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.